Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) the device displayed a "paddle fault" message. Attendant turned the device off and back on again to clear the fault message and while attempting to defibrillate the patient, the device showed "a lot" of artifact and did not discharge. Complainant indicated that the clinician continued using the device to treat the patient and that the device discharged successfully on the second attempt to deliver therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Customer biomed duplicated the alleged malfunction intermittently.